Manufacturer narrative:
B3: date of event - estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, a device related thrombus was noted on the device. No additional information is known at this time. It was further reported that this was a non bsc clip device, not a watchman.

Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, a device related thrombus was noted on the device. No additional information is known at this time.